Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our german affiliate, two years post implantation of a 26mm sapien valve the patient was admitted for cardiac decompensation due to a moderate paravalvular leak (pvl). The pvl will be treated.

Manufacturer narrative:
The case was reviewed and additional information indicated that the pvl was from the mitral valve and was not related to the edwards sapien valve. As such this MDR was reported in error and a corrected supplemental report is being submitted.